Event description:
The facility representative reported an infuso.r. Pump with a condition of "stops at every couple milliliters, all the alarms come on, and then freezes. Needs to be left on for awhile for the problem to occur." This condition occurred during delivery in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. Patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a service history review was performed revealing that this pump has previously been service for a related condition.a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation:the reported condition of an infuso.r. Alarming all the time was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.